Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that he obtained an error 4 message on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that he obtained the error 4 message on an unknown date about 3 months prior to contacting lfs. The patient manages his diabetes with a combination of medications including novalog, humalog and lantus insulins. He denied making any changes to his diabetes management routine after obtaining the error message. He reported that "immediately after the first use", he developed symptoms of "nausea, headaches [and] shaking". He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that he developed symptoms suggestive of severe hypoglycemia after obtaining the alleged error message.